Event description:
Registered nurse (rn) turned on the lights to assess the patient and noticed backflow of blood into tubing set. Rn investigated and found that the lipid tubing filter had disconnected/broken, leaving lipids to spill onto floor and blood to backflow into the trifuse. Rn immediately stopped the lipids, clamped the old tubing and primed new tubing. Broken tubing was saved.